Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Investigation is in process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that two bearings were found missing from the tasp shim. No patient adverse event was reported.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp shim exhibits signs of repeated use.the ball bearings are missing. The missing components were not returned. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event was associated with the design of the device and was subsequently redesigned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.